Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 415 mg/dl and 433 mg/dl. The customer had tried to bolus at 386 mg/dl and was unable. The customer treated with insulin pump. The customer was declined to troubleshoot. The device will not be returned for analysis.